Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination of the returned device revealed that the balloon was partially inflated with clear liquid and was not folded or wrapped around the shaft of the device. No damage was noted to the shaft of the device. The stent was not attached on the balloon, however, a clear impression of where the stent was originally crimped is visible on the balloon material. Microscopic examination of the stent revealed that the struts on the entire stent were pulled apart and the struts on one end were flattened. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4), 2011. It was reported that during a peripheral stenting treatment procedure inflation difficulties occurred. One lesion was located in the right iliac artery and the second lesion was located in the left iliac artery. The physician successfully deployed an 8mm x 37mm x 135cm express vascular ld stent in the right iliac artery. Next, the physician advanced the 8mm x 40mm x 135cm express vascular ld across the left iliac artery lesion and attempted to inflate the express vascular ld balloon several times, however, these attempts were unsuccessful. The physician removed the express vascular ld stent delivery system and completed the procedure with a non-bsc stent. No patient complications were reported and the patient's status is stable. The device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.